Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-10080. It was reported that stent moved on balloon and stent damage occurred. The target lesion was located in a very calcified right coronary artery (rca). A 3.00x8mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, during the procedure, the stent could have moved on the balloon and the physician noticed that the stent had a longitudinal depression so the physician deployed the stent in proximal rca. Because of the crunching of the first stent, the physician advanced a 3.00x12mm synergy ii everolimus-eluting platinum chromium coronary stent system and the stent could also have moved on the balloon and also had some longitudinal depression so the physician deployed the second stent as well in proximal rca. Both stents were post dilated. The procedure was completed with a non-bsc stent implanted in the ostium of the lesion. No patient complications were reported and the patient's status was stable and fine.